Manufacturer narrative:
(B)(4).

Event description:
It was reported that redness at the pocket site was observed. Patient was hospitalized for pocket revision. It was noted that the pocket was too small for the device which led to skin erosion. The pocket was revised and the device was buried deeper into the pocket. Patient left hospital in good condition.